Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced neck pain ("my neck and shoulders are killing me") and musculoskeletal pain ("my neck and shoulders are killing me"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fluid retention ("fluid accumulation"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, neck pain, musculoskeletal pain and fluid retention outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter provided no causality assessment for musculoskeletal pain and neck pain with essure. The reporter considered fluid retention to be unrelated to essure. The reporter commented: it may account for pain but not the fluid accumulation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. New event pain and fluid accumulation were added. It was reported that removal was done. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In december 2011, the patient had essure inserted. In 2014, the patient experienced neck pain ("my neck and shoulders are killing me") and musculoskeletal pain ("my neck and shoulders are killing me"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fluid retention ("fluid accumulation"), mite allergy ("allergy to dust mites") with sneezing and food allergy ("allergy to walnut"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, neck pain, musculoskeletal pain, fluid retention, mite allergy and food allergy outcome was unknown. The reporter considered food allergy, mite allergy and pelvic pain to be related to essure. The reporter provided no causality assessment for musculoskeletal pain and neck pain with essure. The reporter considered fluid retention to be unrelated to essure. The reporter commented: it may account for pain but not the fluid accumulation. Concerning the injuries reported in this case, the following one/ones were reported via social media: allergy to dust mites and allergy to walnuts . Most recent follow-up information incorporated above includes: on 14-nov-2019: content from social media received. Events: allergy to dust mites and allergy to walnuts were added with sneezing as symptom of allergy. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced neck pain ("my neck and shoulders are killing me") and musculoskeletal pain ("my neck and shoulders are killing me"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fluid retention ("fluid accumulation"), mite allergy ("allergy to dust mites") with sneezing and food allergy ("allergy to walnut"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, neck pain, musculoskeletal pain, fluid retention, mite allergy and food allergy outcome was unknown. The reporter considered food allergy, mite allergy and pelvic pain to be related to essure. The reporter provided no causality assessment for musculoskeletal pain and neck pain with essure. The reporter considered fluid retention to be unrelated to essure. The reporter commented: it may account for pain but not the fluid accumulation. Concerning the injuries reported in this case, the following one/ones were reported via social media: allergy to dust mites and allergy to walnuts. Amendment: the report was amended for the following reason: the case (B)(4) (deletion case) was found to be duplicate of this case (B)(4) (retention case).this case was deleted from the bayer database. All the information including, reporters, reference numbers and source document were transferred from this case to retention case (B)(4). Legacy device report num of retention case: 2951250-2014-00300. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.